Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from an hcp. When asked if the ins' sub-optimal placement was based on medical judgement, they answered "no. The ins was placed according to standard surgical practice and appropriate anatomical considerations at the time of implant." It was stated that the patient was evaluated in clinic on (B)(6) 2026 for the difficulty of charging their implant. Device education and troubleshooting was performed with the rep to optimize charging technique and device use. When asked if the issue was resolved, it was stated that it is currently being addressed through device education and troubleshooting with the rep.

Event description:
Information was received from a patient (ins) regarding an implantable neurostimulator (ins). The reason for call was patient said that they are "very unhappy with the device", and said the external components "are very complicated and its extremely difficult to handle". They said charging the ins is very difficult and sometimes the charge level doesn't charge at all and says it can take 2-6 hours to charge even on good connection and if they lay on the implant, it hurts because the charger presses against the implant. They said this started about a week after the implant when the health care provider (hcp) turned the stimulation on and they started charging ins. Reviewed that pt should follow up with hcp/manufacturer representative (rep) , and pt says they have an appointment with hcp. The patient was redirected to their healthcare provider to further address the issue. 2026-mar-02: additional information was received from the patient. They reported that the the circumstances that led to the difficulty charging was due to the stimulator being placed a couple of inches below the shoulder blade. Patient stated that it should be top of the buttocks. A manufacturer representative (rep) got the implant going but not without some difficulty. Patient said the device itself is flawed, the system charger has a chip not big enough which makes the charger difficult to find the implant for a good connection. The chip is also too small to receive a signal, on average it takes 2-3 hours to get to 40%. The patient stated that the surgeons must be required to place the implant at about the buttocks region.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.